Manufacturer narrative:
(B)(4).

Event description:
The pump was returned after explant for eol, battery was depleted. The return paper work did not suggest or question a malfunction. No patient symptoms and no patient injury were reported. The patient recovered without sequela. The pump was used to deliver morphine. The pump underwent routine analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).